Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose was 100 mg/dl. Customer loaded the cartridge successfully. Additionally, the pump insulin gauge was inaccurate. Blood glucose was 480 mg/dl. Customer changed out all supplies and resumed insulin delivery.